Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing catheter measured the bladder temperature abnormally low. The catheter was removed from the patient, reinserted, and plugged into the same cable; at which point the body temperature was measured correctly. There was no medical intervention reported. Per additional information from the ibc via email (B)(6) 2018; when the catheter was removed a new catheter of the same size was place.

Event description:
It was reported that the temperature sensing catheter measured the bladder temperature abnormally low. The catheter was removed from the patient, reinserted, and plugged into the same cable; at which point the body temperature was measured correctly. There was no medical intervention reported. Per additional information from the ibc via email 21nov2018; when the catheter was removed a new catheter of the same size was place.

Manufacturer narrative:
The reported event was unconfirmed. The exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. The evaluation found that the returned sample met specification. The catheter was dissected and found that the wire was in good condition. The exact time of how and when the problem occurred could not be determined. However, there are in-process controls designed to minimize defects from getting into the field that include a 100% of continuity test and 100% of criticore test performed by operator. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " [contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubberlatex (2)patients with known allergy to silver coated catheter"